Event description:
Boston scientific received information that the patient's device ventricular-tachycardia (v-tachy) mode was changed to a setting other than a monitor plus therapy. The therapy change was detected from a red alert through the patient's remote home monitoring equipment. Tachy therapy was turned off as patient underwent a surgery and the health professionals forgot to program it back on. The field representative went to patient's home to program the device back to monitor plus therapy. This device remains in service and implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.